Event description:
It was reported that the device will not turn on. No patient injury reported.

Event description:
Additional information was received which included there was no patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection found wear and tear damaged enclosure and plate clip, cracked tank cover, broken power switch and printed circuit board (pcb). Functional testing found the connection between the power switch and pcb was damaged. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. E4 is unknown, no information provided to date. Additional event information received indicating no patient involvement.